Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 04/23/2016. The fse found that the probe was clogged. The fse rinsed the probe and the instrument ran without any errors. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported erroneous low white blood cell (wbc), platelet (plt), red blood cell (rbc), hemoglobin (hgb) and hematocrit (hct) results for one patient on the coulter act diff 2 instrument compared to a rerun on the same analyzer and on another unspecified lh instrument. Erroneous patient results were not reported outside of the laboratory and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.